Event description:
"Catheter became stuck during 1st pass. On withdrawal, all that was left on the end was an unraveled spring. The tip & balloon had detached and was left in the pt. It could not be removed until the following day."

Manufacturer narrative:
Inspection of the returned catheter found that the whole catheter was damaged. The balloon and the thread windings were not intact nor returned and the spring body tip extended at approximately 11.25 inches. A typical spring length from end of cuffing for this model is 0.21 inches. It is unclear what caused the catheter spring body tip to be stretched out. Significant force must be applied to cause this type of damage, indicating misuse. None of the above listed lot remain in finished goods. However, the qc data from shop order showed that all catheter test samples passed the balloon pull test, withstanding an average force of 1.53 lbs, far exceeding the minimum specification force of 0.5 lbs. The balloon pull force data showed a standard deviation of 0.15 lbs. Conclusion/corrective action: the cause of the spring body tip failure could not be determined. The catheters are designed in such a way that the proximal winding slips or the balloon burst under excessive force. This prevents the force from being applied to the catheter body and prevents it from breaking inside the pt. This also prevents excessive force from being applied to the vessel itself. Therefore, in order to extend the catheter spring body tip, a considerable amount of force must be placed on the catheter. All catheters undergo a 100% visual inspection and leak test during production. In addition to this testing, an aql sample is taken from each shop order by qc, then visually inspected, leak and pull tested prior to sterilization. All catheters sample must reach the mininum specification pull force prior to failure. Therefore, no corrective action required at this time.